Event description:
The manufacturer received information alleging a trilogy 100 initial power up failure occurred. There was no harm or injury reported. Evaluation duplicated the alleged failure to power up issue. The power management circuit board requires replacement to address the issue. However, no repairs were complete because the device was scrapped.